Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed off no power. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the off no power alarm. There was no low battery alert noted in the alarm history. The device was not bumped or dropped. There were no unattended alarms either. The battery cap was undamaged. The caller confirmed that this was the second occurrence of an off no power alarm without a low battery warning. The off no power alarm occurred during normal use. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No off no power alarm noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing the end cap sticker.